Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time of incident. Customer performed the self test and they occurred the hardware low level failure alarm. It was unknown that the customer was using auto mode or not. Customer declined the troubleshooting for the high blood glucose. The insulin pump will be returned for analysis.